Event description:
It was reported that during a lap hysterectomy procedure, the buttons were not working correctly causing the device to activate intermittently. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/11/2008. Nfo anticipated, but unavailable at this time.